Manufacturer narrative:
Updated fields - b4, d8, g1 (contact person and contact office - mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse found the back of the unit to be smashed in. Upon initial inspection, found the 300psi valve to look bent and the helium tubing assembly to be pinched. Attempted to replace the 300psi valve, found the bottom of the valve to be broken off in the fill manifold assembly. Replaced the helium reservoir assembly and the helium tubing assembly. Found the unit to leak less but still not within specifications. Ordered parts and went back onsite 12/14. Replaced tubing on the back of the vacuum and pressure reservoir. Found no more leaks in the system. Turned unit over within specifications. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective helium reservoir assembly and the helium tubing assembly and tubing. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was (discarded, cannot be returned due to customer policy, etc).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) has helium leak. There was no patient involvement.